Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose at time of incident was 110 mg/dl. Customer stated the pump display is blank. Customer review the alarm history found 3 times of button error. Customer was advised to revert to backup plan and pump will be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump was monitored for 24 hours, no blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No isolated tape damage noted on the lcd board. All buttons are functioning properly. No damage in the keypad assembly noted. No button error alarm during our testing noted. No unlocked lcd keypad connector during our visual inspection. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked case and scratched reservoir tube window. The insulin pump was returned without the battery cap unable to confirm damage.